Event description:
It was reported that the lead dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Information received indicates the bed's nurse call is not working.